Event description:
From a letter from the practice on (B)(6) 2011: "I am returning contact lens for our patient (B)(6), ordered on (B)(6) 2010, under order # (B)(4) and shipment was received on (B)(6) 2010. Due to patient's busy work schedule, patient was fitted with contact lenses on (B)(6) 2010. After numerous contact lens follow-up visits, dr (B)(6) made several rx changes for os (left) contact lens only patient continued to wear od (right) lens for the time period. After numerous contact lens follow-up visits from (B)(6) 2010 through (B)(6) 2011, dr (B)(6) found that os (left) lens was still not a successful fit. On (B)(6) 2011, patient telephoned our office and informed us that os (left) was feeling uncomfortable and constantly watery and complained of excess discomfort, but od (right) lens was doing fine. Dr (B)(6) seen patient in (B)(6) 2011, and diagnosed her with (os) corneal ulcer/abrasion and was prescribed tobradex st eye drops, patient was scheduled to return for a follow-up visit on (B)(6) 2011. At patient's follow-up visit, dr (B)(6) diagnosed patient with epithelial basement membrane defect."

Manufacturer narrative:
Lens had no defect present on the lens after surface inspection of the returned lens.